Event description:
Philips received a complaint from the customer regarding a v60 device indicating error code 110b, ¿proximal pressure sensor auto zero failed,¿ displayed on the screen while in use. The device continued to cycle breaths. The device was removed from service without incident. The unit was exchanged with another device. No patient harm, medical intervention, or delay in therapy was reported. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. The biomedical team noted error code 110b in the event log but was unable to duplicate the issue. It was reported that the flow sensor assembly was recently replaced during preventive maintenance. The customer requested troubleshooting support. The rse advised the customer to inspect the solenoid pins on the data acquisition printed circuit board assembly (pcba) for proper alignment. Upon inspection, the customer identified that one pin was not making proper contact with the pcba. The pcba was removed and reseated to ensure correct alignment, and the unit was retested. No further issues were observed. The device successfully passed all required performance verification tests in accordance with philips standards and was returned to service.